Event description:
Note: this is one of two events that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-06175 for the associated device. It was reported to boston scientific corporation that two extractor rx retrieval balloons were used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2009. According to the complainant, one stone was removed from the bile duct with the balloon inflated at 15 mm. When attempting to remove another stone with the balloon inflated to 18 mm, the balloon burst. Another extractor rx retrieval balloon was used and it ruptured as well. The procedure was completed using another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).